Manufacturer narrative:
Other applicable components are: : product ID 3889-33 lot# va1hg4d serial# implanted: (B)(6) 2017 explanted: product type lead. (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for bo wel/dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The healthcare professional (hcp) reported that the patient¿s stimulation was working well until yesterday, (B)(6) 2017 as they started to have ¿electric-like¿ pain and spasms in their hip down to their knees bilaterally. It was noted that the sensation was worse when the patient was lying flat or on their sides and was not as strong when sitting and/or standing. There were no falls or trauma reported that could be related to the issue. The hcp explained that during the implant procedure, they had difficulty placing the lead and had to make multiple sticks on the patient¿s right side to try to place the lead properly. They also had difficulty getting motor response during the lead placement. Ultimately, the doctor ended up placing the lead on the left side with the ins on the right side. The patient did have pave tenderness on the right side when the physician palpated in the area where the lead was going into the foramen. Also, when the area was palpated, they could reproduce the ¿electrical-like¿ sensation. An x-ray was taken and compared to the one taken at implant showed the lead had hooked outward somewhat and looked like it had gone deeper in the foramen. The stimulation had been turned off on the evening of (B)(6) 2017 due to the discomfort. The hcp stated that reprogramming was not an option as the patient had the sensation even when the stimulation was turned off and decreased to 0 volts. There were no further complications reported or anticipated.